Event description:
New information noted that programming changes were performed to address the post-sensed t-wave oversensing. There were no patient consequences.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited post-sensed t-wave oversensing. It was noted that the oversensing was occurring during a junctional rhythm after ap that is being sensed at the tail end of the sensed ventricular event which is leading to pstwos. Further information was requested however, was not provided.